Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that he had excessive no delivery alarm and motor errors. Customer's blood glucose at time of incident was 400 mg/dl. The mother doesn't have the pump with her to test it. The customer was advised to call back to fully test the pump. The customer was already send the oow letter. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer had also a high ketones.